Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had pump error alarm. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. Customer reported they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement during rewind followed by the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement after restarting due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. Moisture damage was also found on the force sensor and electronic assembly during visual inspection.